Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving inappropriate shocks due to far p wave oversensing. The system was explanted with no replacement system per patients request.